Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection procedure, when the device had approached the tissue at the third firing, the reinforcement material had peeled off from the cartridge. The device replaced to complete the case. There was no patient injury.